Event description:
It was reported that a patient experienced cloudy effluent and abdominal pain (suspected to be a possible peritonitis infection) coincident with peritoneal dialysis (pd) therapy. The cause of the event was not reported. Two days prior to the receipt of this report, the patient was hospitalized for the event. On an unreported date, the patient began treatment with unspecified antibiotics (dose, frequency, duration and route not reported) for the event. The outcome of the event was not reported. The action taken with pd therapy was not reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The patient was born on an unreported date in the year 1968. This report involves a patient who experienced cloudy effluent and abdominal pain in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. Should additional relevant information become available, a supplemental report will be submitted.